Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-07815. It was reported that when the patient presented via remote transmission, noise reversion episodes were noted on right ventricular (rv) lead. Upon interrogation, noise was reproducible on both atrial and ventricular lead. When the patient presented for device change out due to normal battery depletion, noise on lead was found to be due to electromagnetic interference (emi). Programming changes were made. The patient was stable.